Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# v944403, implanted: 2012 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389s-40, lot# v944403, implanted: 2012 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
Something was wrong with the patient¿s ins. He has been shaking more for the last couple weeks than he has ever shook since implant. It was noted that he does not have a patient programmer and he just moved so he does not have a health care provider yet. It was later reported on (B)(6) 2013 that the patient programmer was found. The patient experienced a loss of therapeutic effect and the shaking has gotten worse in the past 10 days. The batteries in the patient programmer were over a year old. Basic information was requested on the patient programmer. New batteries for the patient programmer were going to be obtained. Additional information has been requested. Reference manufacturer report# 3004209178-2013-20413.